Event description:
During reprocessing, it was identified that the cysto-nephro videoscope was missing rubber approximately 4 inches from the tip of the scope. No patient involvement or impact was reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: the most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.